Manufacturer narrative:
Per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. Per tandem¿s x2 user guide, "change your infusion set every 48 to 72 hours as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with over 300 units of insulin. Additionally, the customer wore the infusion set for more than 3 days. The customer¿s blood glucose level was 600 mg/dl which was addressed with correction bolus via pump. Reportedly, all supplies were changed and insulin delivery was resumed.